Event description:
The customer felt hypoglycemic and obtained the blood glucose result of 78mg/dl on the accu-chek advantage sys. The customer's normal blood glucose range is around 70-80's (mg/dl). She was not initially treated, but the paramedics were called. Within 10 minutes of the 78mg/dl result, the customer's blood glucose result was 35mg/dl on the professional meter and the customer received undisclosed intravenous therapy. The customer felt better after treatment. New sys sent and return requested.